Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that during the implant procedure, the pump was turned on and the patient experienced an air embolism in their left ventricle. The pump identified a suction event and the speed dropped to the low speed limit. The fixed speed of the pump was reduced.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported air embolisms could not be conclusively determined through this evaluation. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported at this time. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) (rev. C) is currently available. Section 5 of the IFU, ¿surgical procedures¿ warns that all entrapped air must be removed from the pump/sealed outflow graft assembly blood path to minimize the risk of air embolus. Transesophageal echocardiography (tee) should be utilized to monitor for air emboli. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported on (B)(6) 2022 that the patient experienced an ischemic stroke as a result of the air embolism with moderate to severe limitations. The patient would remain on device support.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported air embolisms and ischemic stroke could not be conclusively determined through this evaluation. The account reported that after the initial implant procedure, the patient experienced an air embolism in their left ventricle. The event was reportedly due to low volume return from the right ventricle. The patient experienced an ischemic stroke as a result. The patient¿s pump speed was decreased. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported at this time. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) (rev. C) is currently available. The heartmate 3 lvas IFU lists stroke as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. Section 5 of the IFU, ¿surgical procedures¿ warns that all entrapped air must be removed from the pump/sealed outflow graft assembly blood path to minimize the risk of air embolus. Transesophageal echocardiography (tee) should be utilized to monitor for air emboli. No further information was provided. The manufacturer is closing the file on this event.